Event description:
The patient's dentist recommend patient to cease aligner treatment due to patient needing wisdom tooth extracted, fillings, veneers and additional treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.